Manufacturer narrative:
Film evaluation summary: the cause of the reported events could not be determined from the limited films provided. Complete pre-implant CT¿s and additional images during the implant and intervention showing the events, were not available for review. The cause of the device landing too short of the celiac may have been user or anatomy related. The cause of the dissection, contained rupture, and imh occurring 2 days post-implant could not be determined. The cause of the third valiant not able to be delivered was likely due to the implanting attempts via the previously implanted iliac stents. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: (catalog number vamf2828c100tu, serial number: (B)(4), use by date 2019-10-17 and upn# (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captiva stent graft system was implanted in a patient for the endovascular treatment of a suspicious disruption near and above a pau (penetrating aortic ulcer). The diameter of the proximal thoracic aorta was 24-26 mm at implant, the angulation was 30 degrees, and there was moderate calcification present. It was reported that during the index procedure, the physician implanted one stent graft initially but as it landed too short of the celiac artery, another 100 mm stent graft was placed just above the celiac. Following deployment there was no leak present and the patient was fine. The physician also placed stents in the right common and right external iliac. It was reported that the patient had a dissection with a contained rupture and an imh (intramural hematoma) all the way to the aortic root. The physician attempted to implant a third valiant but it could not be delivered through the iliac stents. The physician the predilated both the right common and right external iliac stents, and then implanted two valiant stent grafts, one 150 mm just distal to the lsa and one 100 mm overlapping into the previous 2 stents implanted. Post implant imaging showed good placement and no leak. Patient is stable post implant with no complications reported. Per the physician, the cause of the event was unknown. No additional clinical sequelae were reported and the patient will be monitored by their physician.

Manufacturer narrative:
Return date: 2018-01-01. If information is provided in the future, a supplemental report will be issued.